Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call off no power anomaly. Troubleshooting for off no power was performed. Customer advised the alarm occurred less than 24 hours after low battery alarm. Customer was advised to monitor the insulin pump and that a replacement battery cap will be sent out.